Event description:
Diagnosis of bilateral ruptured silicone implants by mammogram. Pt taken to surgery for removal of ruptured left silicone implant with capsulotomy and removal of intact silicone implant on right with capsulotomy.